Event description:
Paramedics responded to a person, condition unk. According to the reporter, when connection to the device with disposable defibrillation/ECG electrodes was attempted, the therapy cable would not properly connect to the device connector because of bent pins. A backup device was called for and used but the pt was not resuscitated. The reporter stated the alleged device malfunction did not cause the pt's death because the pt was not viable.